Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - a third party service technician evaluated the ventilator. As a resolution motor board were replaced.

Event description:
It was reported to vyaire medical that the lap top ventilator has bad motor board. The customer confirmed that there is no patient involvement associated with this reported event.